Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon would not inflate. The balloon had a hole in it. Replaced it. No extra time.

Manufacturer narrative:
(B)(4).